Event description:
The customer called in to report that she had just changed the battery on her insulin pump and was now receiving all kinds of alarms. The customer's blood glucose level was 120 mg/dl. The customer stated she checked her blood glucose level and went to bolus and then she got a battery low alarm. She changed the battery and got another alarm. The customer also stated that her insulin pump experienced an unexpected restart. We advised the customer to monitor the insulin pump and to call if issues recur. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.